Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient(pt) said their recharger was not working anymore, they couldn't charge and they were hurting really badly. Patient said they had it on the dock for 2 days and the green lights flashed but did not fill out, they were flashing fast but it did not take a charge. The agent worked with patient to try to reset the charger by holding down the power button for 45 seconds while it was on the dock and plugged into ac power and off the dock but the lights continued to flash. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. The patient mentioned unrelated medical history. This included patient said they think this is their 4th one, they lost track but their last one did the same thing, they had to send them something because it stopped working. Pt said the reason they got the implant was for the pain symptom and if device went dead it turned off and the reason they got it comes back (pain). During the call pt also asked about recalls. Reviewed some general recall information.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger product ID cd9000 lot# serial# (B)(6) product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.